Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she had to change out her infusion sets prematurely. The customer stated she was receiving no delivery alarms on her insulin pump. The customer's blood glucose was 116 mg/dl. The customer also inquired about returning her sensors. No additional information provided.